Event description:
Event description guidant received information that this fineline ii lead had dislodged from this patient's ventricle twice due to the patient's cardiac anatomy and movement. The lead was explanted and successfully replaced with an active fixation lead.